Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The mfg documents were reviewed and no complaint related issues were found.

Event description:
Pt was implanted with blade plate construct on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. The revision was performed because the blade plate had broken and the initial corrective osteotomy was not retained following the initial surgery. The pt complained of a popping sound and pain about 2 weeks prior to this revision surgery. Surgeon removed all hardware pt was revised with a 5.0 lcp pediatric hip plate was implanted.